Manufacturer narrative:
(B)(4). This event was previously reported under manufacturing report #. (B)(4). Based on additional information received, it has been determined that the product was manufactured at another facility; therefore, this report has been generated to capture the change.

Event description:
According to the reporter, the product promoted inflammation of the pelvic tissue and contributed to the formation of severe adverse reactions to the mesh. (See (B)(4) for second mesh placed during the same procedure).

Manufacturer narrative:
(B)(4). This event was previously reported under manufacturing report # 1219930-2015-00557. Based on additional information received, it has been determined that the product was manufactured at another facility; therefore, this report has been generated to capture the change. A supplemental has been filed for manufacturing report # 1219930-2015-00557 to indicate the change, referencing the new manufacturing report number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received the procedure performed was an anterior posterior colporrhaphy with avaulta mesh repair, sacral spinous ligament fixation and enterocele repair along with moschcowitz closure of the cul-de-sac under general endotracheal anesthesia.